Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. During troubleshooting with technical support, the pump was reset, and the pump began charging.